Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer stated that the insulin pump was submerged in water two years ago. Customer stated it was working until about a month ago. The alarm happens regularly and its at night and during the day. He also reported that the act button is sticking and has an intermittent response. The customer also complained about the battery lasting less than a week. The battery cap is stripped. Blood glucose value was 156 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received no button response due to flattened act button dome switch. No button error alarm noted. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. However, the insulin pump had moisture damage keypad traces noted. Unable to verify low battery and lost sensor alarm or perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, cracked reservoir tube, scratched keypad overlay and cracked battery tube threads.